Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up after atrial ablation, rise in capture threshold and an oversensing episode was observed. Lead will be monitored until device explant due to eri next year.